Manufacturer narrative:
On (B)(6) 2017 evaluation & resolution: the field service engineer confirmed the reported problem and replaced the power supply to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not power on. Due to a no power condition. If a loss of power occurs during use it could cause the unit to shut down no patient involvement reported.